Event description:
Discordant, falsely low troponin results were obtained on a dimension xpand plus with hm instrument on two patient samples. The discordant results were released to the physician(s), who questioned them, and both patients were admitted for observation. The samples were repeated on the same instrument and resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist instructed the customer to bleach the reagent 1 drain and align reagent 1 probe for troubleshooting. Chem wash was run five times and was within specification. Upon follow up, customer states that the chem wash is within specification and demonstrates no contamination after reagent 1 drain maintenance, and that the issue has been resolved. The cause of the discordant, falsely low troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.